Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the front therapy pad. There was no alleged device malfunction contributing to the irritation. The patient's lpn applied hydro-cortisone cream to the skin irritation. Follow up indicated that the cream is helping the skin irritation to improve.